Event description:
Patient reported that implantable neurostimulator (ins) was sticking out since implantation on (B)(6) 2016. Revision was done on (B)(6) 2016 and ins was pushed back into the pocket. Patient was implanted for gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.